Event description:
It was reported that a user stopped using the ilet system and requested a return after experiencing nighttime hypoglycemia while paired with a dexcom g7, with the decision made jointly with a clinician and without prior contact to customer care. Symptoms included low blood glucose with a lowest reading indicated as ¿low¿ on the cgm, without loss of consciousness, seizure, or need for assistance. Outcomes included self-treatment with oral glucose and rapid return of glucose to range, with no medical intervention or hospitalization. Investigation included complaint intake review and user education and troubleshooting. Investigation of this case revealed no device alarms beyond expected low glucose alerts and no evidence of device malfunction, with the cause of hypoglycemia remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.